Manufacturer narrative:
(B)(4). An investigation was completed on 10/21/2013 and a deficiency was identified.(B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) female patient. There was no additonal patient information available at the time of this report.date: (B)(6) 2013, method: I-stat, time unk, pt/inr: 34.6/3.0. Date: (B)(6) 2013, method: stago, time unk, pt/inr: 25.3/2.4. Based on the information available at the time there were no injuries associated with this event.